Event description:
Received an email response from ((B)(4)) on 02/16/2026 confirming that: the pdrn confirmed the patient did not complete treatment on the reported day on the cycler and on the following day. Regarding the draining issues the reason was due to a catheter malfunction and was wrapped in the omentum. The pdrn confirmed the catheter was repaired by a vascular surgeon and patient has been able to continue pd treatments with no complications. There was a catheter malfunction issue reported. The required information has been obtained. Therefore, no further follow up is required at this time. If additional information becomes available, the file will be reassessed and updated accordingly. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).